Manufacturer narrative:
There were no alarms on the last calibration performed on 15-jul-2021. Quality controls were within range, showing in indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer performed checks and ran precision studies. There were no issues with precision. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer could not determine a cause.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with bilt3 bilirubin total gen.3 on a cobas 6000 c (501) module. The sample initially resulted in a total bilirubin value of 20.4 mg/dl and this value was reported outside of the laboratory. Based on the value, the patient was transferred to another hospital. At the other hospital, a second sample collected from the patient was tested, resulting in a total bilirubin value of 15.2 mg/dl. The original sample was then repeated on (B)(6) 2021, resulting in a total bilirubin value of 14.2 mg/dl. This sample was also sent to the other hospital and tested, resulting in a value of 14.2 mg/dl. The repeat value was deemed to be correct.